Event description:
The pump was returned for investigation. Investigation revealed that the audio bolus button was unresponsive. Evaluation also revealed that the display was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 02/03/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/03/2014 with the following findings: evaluation revealed that the audio bolus button cover was torn and the button was unresponsive to user input. Evaluation also revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).